Event description:
It was reported that while the ventilator was connected to a pt, alarm for high o2 concentration was generated due to a stop of the compressor. (B)(4).

Manufacturer narrative:
(B)(4).